Event description:
The customer report being hospitalized due to diabetes ketoacidosis and high blood glucose of 675mg/dl. The customer was experiencing unexplained high glucose for the past month and a half. Troubleshooting was performed. It was stated that the events leading to his admission was severe vomiting and acid taste in his mouth. Ran a fixed prime and high pressure test and the tests passed. The customer stated that there were times when his glucose level dropped as well. The customer's most recent glucose reading was 75mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.